Event description:
Boston scientific received information, that during the implant procedure, it was noticed this right ventricular (rv) lead had a possible fracture in the tip of the lead. The decision was made to explant and replace this rv lead. The rest of the procedure was then completed successfully. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed that the distal tip was bent at a twelve-degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. Analysis confirmed the lead tip was bent, which might have given off the appearance of being fractured.